Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using the instrument max clinical they received discrepant results. The customer stated a patient sample was positive during one run and upon repeat the result was negative. There was no indication that results were reported out or there was a change in course of treatment.

Event description:
The customer reported that while using the instrument max clinical they received discrepant results. The customer stated a patient sample was positive during one run and upon repeat the result was negative. There was no indication that results were reported out or there was a change in course of treatment.

Manufacturer narrative:
H6: investigation summary the complaint of false positive results with the sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. The complaint was unable to be confirmed with the information present. It is possible that this complaint is also related to a workflow issue. However, without any intervention or database review, it is difficult to determine. The root cause is unknown. No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends. CAPA 1632720 is pending approval for investigation of "results".